Manufacturer narrative:
Product analysis :visually and optically confirmed of the instrument tip has been broken off. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that a patient underwent plf surgery for degenerative disease on (B)(6) 2015. Intra-op, a driver tip (hex part) was broken during screw insertion. The hex fragment could not be removed because it was stuck in the screw. The surgery was completed. Revision surgery was done on (B)(6) 2011.